Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in a ring post-market study, this patient experienced atrial fibrillation with rapid ventricular response. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review was performed of the available information of the on-x prosthetic heart valve anatomic suture ring post-market study. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. Patient 165 (as part of the on-x prosthetic heart valve anatomic suture ring postmarket registry), 62 year old female, nyha ii, regurgitant lesions with no previous history of cardiac surgery, implanted with onxan or onxane model on-x valve in the aortic position, experienced atrial flutter with rvr [rapid ventricular response]. A permanent pacemaker (ppm) was implanted sometime within the 14 day post-op window. No other information is available following the observations as the protocol limits adverse event reporting to 14 days postop. The aats/sts guidelines for reporting morality and morbidity after cardiac interventions define the implantation of a permanent pacemaker or defibrillator within 14 days after surgery as a major valve related event. Nevertheless, the instructions for use [IFU] lists cardiac arrhythmia as a potential complication following aortic valve replacement. Postop arrhythmias are a common sequela of open heart surgery and are not specific to the on-x valve. Although implantation of a ppm indicates that postop cardiac rhythm would not convert to sinus rhythm, there is no definitive indication that the on-x vavle contributed to the reported arrhythmia. The occurrence of atrial flutter with an inclusion of rapid ventricular response, a tachyarrythmia, alludes to a conclusion system disturbance.

Event description:
As reported in a ring post-market study, this patient experienced atrial fibrillation with rapid ventricular response. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.